Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The device evaluation could not confirm the customer¿s report of the b30 error code or the image issue; however, the evaluation found the scope socket and foot were worn, and low light intensity due to lens failure was observed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that when performing pre-use inspection, if the subject otv-si2 and an enf-v3 are used in combination, an error code b30 (scope communication error) occurred, and there was no image on the screen. The issue was sometimes resolved by powering off and rebooting the equipment. The intended procedure was completed using similar equipment. There was no patient impact or user harm due to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The facilities equipment otv-si2 and enf-v3 were used in combination and investigated together. Based on the results of the investigation, the event (b30 error and no image) was unable to be confirmed. It was unable to be determined if the event occurred due to a malfunction of the otv-s12 device. The root cause was unable to be identified; however, a probable cause for the b30 error is: ¿foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope.¿ olympus will continue to monitor field performance for this device.